Event description:
The filshie clip has migrated from my tubes causing severe abdominal pain / burning sensation, headaches, skin patches, hair loss, forgetfulness, mood swings, dizziness, irregular periods, fatigue, night sweats, hot flashes, anxiety, difficulty concentrating. I did not know this was being utilized and contains nickel, in which I break out with a rash due to nickel. This foreign instrument is causing me pain due to my body is fighting to rid this foreign object that should not be in there. Recently developed a cyst due to flow being restricted in the tubes. On each x-ray it shows the clips are in totally different placed (migrating). The hsg showed the tubes were closed at the time, however, it did not show the clips were attached to the tubes.